Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381044 and lot number 5030831. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
The following information was provided by the initial reporter: during the insertion of a peripheral venous catheter: inability to remove the canula, sensation of resistance leading to catheter projection and rupture of the anti-reflux device (profuse bleeding). As mentioned in the statement, the catheter came out, causing the anti-reflux device to rupture. This incident caused the patient to bleed. The event occurred on (B)(6) 2025.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.